Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retunred.

Event description:
It was reported that the customer experienced resistance when filling the cartridge with insulin. A new cartridge was successfully loaded to address the event. Blood glucose was 146 mg/dl.